Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced incorrect isertion of infusion set soft cannula event on (B)(6) 2024. The blood glucose level was above 206 mg/dl at the time of event. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.